Event description:
Baxter (B)(4) received a report that an infusor leaked from the tubing during patient use. The device was filled with a solution of 80 ml fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. The reported condition of a leak occurring from the tubing was confirmed. One unit was received containing no solution in the reservoir. A leak test was subsequently performed by filling the reservoir with green water. During fill, the green water leaked out of dark marks on the tubing. The probable root cause was determined to be tubing exposed to a heat source during patient use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should additional information be received, a follow-up medwatch will be submitted.